Manufacturer narrative:
(B)(4). The reported complaint of incomplete seal - sterility compromised could not be fully confirmed and conclusively linked to a manufacturing issue because the device was returned opened and without its packaging. A complete visual inspection could not be performed. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that"24 may 2023,kit was found open during incoming inspection.1 cartridge involved." No patient involvement reported.

Event description:
It was reported that" 24 may 2023, kit was found open during incoming inspection.1 cartridge involved." No patient involvement reported.

Manufacturer narrative:
(B)(4). Customer complaint could not be confirmed due the product sample was not available to perform a proper investigation. A verification of failure mode reported in the current manufacturing process was conducted for lot number 73e2300854, from which 125 samples from the current production part number 544243 hemolok l clips 3/cart 42/box were visually inspected, and issue reported "incomplete seal - sterility compromised" was not observed in the current manufacturing process. DHR investigation did not show issues related to complaint. Without the device to evaluate, the probable root cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "24 may 2023, kit was found open during incoming inspection.1 cartridge involved." No patient involvement reported.